Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited prolonged charge times and a fault code 5 message. The physician evaluated the patient and elected to replace the ICD. The device was explanted 12/11/96 and has not been returned to cpi for analysis.